Event description:
The customer reported the intellivue mx800 patient monitor was not making sound for red alarms. The device was in use on a patient. There was no report of patient or user harm. The remote service engineer (rse) spoke to the customer and found that the monitor made sound for yellow alarms but not for red alarms. The customer stated that she saw the visual text but did not hear the alarm tone. The rse advised the customer to power the monitor off/on, and that resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was confirmed.

Manufacturer narrative:
Device not returned.